Event description:
Completed "root cause analysis" and determined that the packaging design contributed to occurrance. Pt had left knee replacement and pt had left knee replacment and received right femoral prosthesis, which is one of four components in the knee system. Pt is doing well - no adverse problems. Research indicates a 20% chance that the pt will need revision. MFR notified. Package design is such that it is difficult to determine if right or left femoral piece is included. Facility is corresponding with MFR regarding need for packaging revision.